Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3169, UDI: (B)(4), serial: (B)(4), batch: 5372311. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the scs system was explanted. Follow up indicated the patient was doing well postoperatively.